Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The service was found out of specification in relation to the reported constant air in line detection. A review of the event history log identified "air-in-line!" However, it cannot be determined if the alarms are true or false. The cause was determined to be the lower ultrasonic sensor fluid reading was found to be out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant air in line detection. There was no patient involvement. No additional information is available.